Manufacturer narrative:
Device will not be returned; device was discarded. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported, "on (B)(6) 2020, at 9:00 a.m., the patient came to our hospital with a fracture of the right little finger for "right little finger incision and internal fixation." During the operation, the surgeon installed the steel plate, and fixed it with screws. During the process of tightening the screws, the screw cap partly broke and fractured, the broken part fell into the incision wound. Remove the broken part immediately with forceps, rinse the wound with saline, replace a screw and continue the procedure. During the subsequent installation of the screw, operate as gently as possible. This event resulted in prolonged operative time.(due to time constraints and the need for sterility during the operation, the broken screw was thrown into the medical waste bin during the operation without being photographed, and medical waste was cleaned up immediately after the operation to prepare for the next operation by the logistician)." Additionally reported: delay one half an hour. Patient is hard bone. No additional anesthesia due to the delay.